Manufacturer narrative:
04/14/1998: g9-manufacturer report number has been corrected here and in header. Manufacturer address is listed.

Event description:
Pt developed a csf leak, requiring removal of the infusion system. Physician noted device not infusing and pt experiencing loss of effect and decreased spasticity due to lack of infusion.